Event description:
It was reported that this pacemaker had difficulties to interrogate during an emergency room (ER) visit. Technical services (ts) was informed that attempts to communicate with the pulse generator (pg) were unsuccessful. The most recent remote transmission prior to the event indicated normal device function with approximately 7.5 years of remaining battery longevity. Further follow-up was planned to obtain additional clinical and technical information. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.